Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient was charging today and was having problems. They got a message that said the device not found. The caller said the patient was still tender at implant. Patient services did not ask about the circumstances that led to the reported issue. Patient services walked the caller through how to line up the recharger over the implant and open the recharging app. The caller said they got an excellent connection and battery status was 70%. The caller said they had been going into mytherapy instead of the recharging application. The troubleshooting steps that were taken on the call resolved the issue. Additional information was received from the patient. It was reported that the patients battery has migrated deeper and is much harder to get a solid connection to the ipg. Patient had some physical therapy that might have helped push it deeper. We tried different body positioning to maximize charging. Just different recharging techniques. Patient will be getting a pocket revision in march after their physical therapy from a total knee replacement is complete. Surgical intervention was planned but not yet scheduled. No further complications were reported at this time.